Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported during the aspirations of liquids in the abdomen, the cannula was blocked several times with solid particle materials and did not aspirate adequately.

Manufacturer narrative:
The device history record (DHR) was reviewed showing that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample was available for evaluation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). If a sample should be returned later, this complaint will be reopened, and the investigation updated to reflect our findings. A review of the manufacturing line was completed, and no issue were detected during this review. At this time, a corrective and preventative action (CAPA) will not be initiated. This complaint will be used for tracking and trending purposes.